Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017, against resistance.

Event description:
It was reported this was an arteriotomy closure of a calcified common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. The suture of the first prostyle device was successfully preplaced. Reportedly, the second prostyle device was unable to retrieved from the anatomy. The lever was returned to its original position and the foot retracted prior removal. The prostyle device was pulled out with force, and the suture snapped at the same time. No vessel damage occurred and no damage such as foot breakage was observed. The sheath was upsized to 18f and the evar procedure was completed. A surgical cut-down was performed to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The material separation was confirmed. The retraction problem was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to operational context. The subsequent treatment is related to the circumstances of the procedure. It is likely the reported calcification caused the posterior needle to snag, or the posterior needle was not fully ejected from the posterior foot. In this case, when the plunger was pulled resistance was noted due to the interaction with posterior needle. Then when pulled with force the link separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h6 medical device problem code-1528 was removed.

Event description:
Subsequent to the initially filed report, the following information was received: it was the plunger that was unable to be withdrawn after deployment (step 3); therefore, it was pulled out with force, and the suture snapped at the same time. No additional information was provided.